Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The initial MDR submitted for this report (3005477969-2011-00326) was based on initial information suggesting that the revision surgery involved smith & nephew devices. However, further information has been received and confirmed that the devices involved in this revision were a competitor's products. Therefore, the MDR submitted for this case was erroneous.